Event description:
New information received indicated that the lead exhibited high voltage lead impedance issues. The lead was capped and replaced.

Event description:
It was reported at patient follow up, externalized conductors were observed via x-ray. No electrical anomalies were noted. Lead remains implanted and patient will be monitored.